Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned rx multi-link 8 stent delivery system (sds) noted contrast in the inflation lumen and in the loosely folded balloon consistent with preparation. The stent implant was returned dislodged on the shaft, confirming the reported dislodgement. There were stretched struts on the first two rows at the proximal end of the stent implant. There were flared struts on the first two rows at the distal end of the stent implant. Crimp marks were visible on the balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The outer diameters of the middle portion of the stent were measured and were outside of the accepted manufacturing specification; however, because stent outer diameter is verified 100% at the time of manufacture and units in this lot were all within the required specification, this over-sizing most likely occurred at the time of dislodgement as it is expected that the stent would expand during travel over the balloon shoulders. The proximal and distal outer diameters of the stent could not be measured due to the damage noted. Factors that may contribute to the inability to advance the sds over the guide wire and cause resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. The inner diameter of the guide wire lumen was measured and met manufacturing criteria. The guide wire used in the procedure was not returned for analysis; therefore, it is unknown how it may have contributed to the reported difficulties. The reported difficulties were unable to be confirmed during testing as a new guide wire was backloaded through the sds with no resistance noted. After the .014 inch guide wire was backloaded through the sds, an indeflator, filled with water, was used to pressurize the balloon to the rated burst pressure (rbp)and the guide was removed from the sds with no resistance noted. Stent dislodgement can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation, and interaction with the lesion, accessory devices, and/or previously implanted stents. It is possible that as resistance was encountered with the guide wire, if force was applied in the attempt to advance the sds, this would contribute to the stent dislodging onto the shaft of the sds. Further interaction with the lesion/anatomy likely contributed to the noted stent damage during advancement and retraction of the sds as there was no damage noted to the stent prior to use which suggest a product deficiency did not contribute to the reported difficulties. It was reported the rx multi-link 8 sds was advanced as resistance was encountered. It should be noted the instructions for use (IFU) states: should any resistance be felt at any time during lesion access or delivery system removal, the entire guiding catheter and stent system should be removed as a single unit. Applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and delivery system components. It was reported the patient experienced coronary artery spasms during the procedure; therefore, a 5f sheath was used and the spasms were treated with nitroglicerine and verapamil. Vasoconstriction (coronary artery spasm) is a known adverse event listed in the rx multi-link 8 instructions for use IFU. A conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency. The reported difficulties advancing the sds over the guide wire could not be confirmed and a conclusive cause for the reported stent dislodgement could not be determined; however, there is no indication of a product quality deficiency. All stent delivery systems are visually inspected and checked for proper guide wire movement on the manufacturing line. Additionally, during lot release testing, a sampling of units is destructively tested to ensure proper guide wire reversibility. All stent delivery systems are visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.

Event description:
It was reported that during the procedure in the proximal circumflex (cx), a balance middleweight (bmw) guide wire was advanced and a 2.75 x 15mm multi-link 8 was implanted successfully. Next a 2.25 x 12mm multi-link 8 stent was to be placed proximal, just overlapping the first stent. As the multi-link 8 delivery system was advanced over another bmw guide wire a slight resistance was noted, but the system was able to be advanced to the lesion. The multi-link 8 balloon was inflated at 12 atmospheres; however, the angiogram showed that the stent was not delivered in the lesion. The stent delivery system and guide wire were removed together from the anatomy and they noted that the stent was dislodged onto the guide wire. Another balloon was used to dilate this lesion again, and the angiogram showed that the flow of the artery was good. The decision was made not to stent this lesion. It was further noted that the patient experienced coronary artery spasms during the procedure; therefore, a 5f sheath was used. The spasms were treated with nitorglicerine and verapamil. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: balance middleweight; guide cath: cordis; sheath: radiofocus 7cm, 5f; stent: 2.75x15 mulitlink 8. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.